Event description:
It was reported that during a pre-use inspection, the bronchofibervideoscope displayed error code message e315 (non-compatible endoscope). No patient involvement was reported in association with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.